Event description:
Reporter alleged passing out an hour after a reading of 227 mg/dl. It was reported paramedics testd glucose to be 117 mg/dl and was given a breathing treatment before being taken to the hospital where was admitted for a couple of days. No reported treatment for glucose and it was stated test strips as well as controls being used were expired. A request was made for the return of the suspect device and replacement product was sent.